Event description:
The manufacturer received information alleging a ventilator was alarming for high temperature alarm. There was no report of patient harm or injury. During the evaluation of the device, the customer's complaint was confirmed. The device's flow path thermistor and sensor board were replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator was alarming for high temperature alarm. There was no report of patient harm or injury. During the evaluation of the deivce, the customer's complaint was confirmed. The device's flow path thermistor and sensor board were replaced to address the issue. The a trilogy sensor board assy was returned to the manufacturer's product investigation laboratory for investigation for an alleged error code. Product investigation lab is able to confirm the complaint of the trilogy sensor board assy failure in the original error code. There was no problem found in root cause. During evaluation visually inspected the suspect component for obvious defects and found none. Reviewed the original device error log and found error. The device's downloaded event log was reviewed by the manufacturer and found one erorrs. The manufacturer concludes that component operates as designed the trilogy thermistor was returned to the manufacturer's product investigation laboratory for investigation for an alleged failure error code. Product investigation lab is unable to confirm the complaint of the trilogy thermistor. The component has broken wire and cannot be tested. In this report, section d9, g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
The user contacted the manufacturer and stated her device(s) are working fine and she will not return them for investigation. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. Based on the information available, the manufacturer is unable to confirm the device caused or contributed to the user's dry mouth and subsequent tooth loss. No further action is required.